Event description:
The catheter was inserted into the pt's vein. Upon activation of the safety device, the needle did not shield correctly, causing a needle stick injury to the clinician's finger on the left hand.